Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the pace/sense right ventricular (rv) lead exhibited possible oversensing and an increased sensing integrity counter (sic). Additionally, the high voltage rv lead exhibited high/undefined impedances. It was suspected that both leads had fractured. The leads were capped and replaced. No patient complications have been reported as a result of this event.